Event description:
Dr. (B)(6) has damaged my eyes. His lasik surgery, for which I paid more than (B)(6), did not last more than 3 years. It has caused me a permanent "dry eyes" condition, and loss of vision. I am under ophthalmologist and optometrist care. I totally lost the lasik results vision to a state worse than before the procedure. Currently I am wearing bifocal glasses, permanent prescription of "xiidra" drops that cost me (B)(6) per month ((B)(6) per year), for my severe dry eyes condition caused by dr. (B)(6) lasik procedure. I understand that it has happened to others with this doctor and they have sued him and won their case. I have sent letters, emails and phone calls to dr. (B)(6) office; they have totally ignored them until recently when they asked me to stop in the office and advising me "it will cost me (B)(6) for thr consultation"? I know the statute of limitations in (B)(6) is 2 years and a half, but lasik can show the damage several years later. I understand that there is something in the law that extends the limitations of the time in this special situation as it was the case for other people under the same situation than me, and they won their case. Please let me know if we can sue him. I keep copies of all the letters sent and the emails exchanged. I am a (B)(6) disabled person, supporting myself from social security as my only income. I cannot afford xiidra medication (which seems to be the only medicine that can help me). I have asked to dr. (B)(6) to refund the (B)(6) I paid to him to use it for the medicine, but seems like he does not care. I currently live in (B)(6), and here I continue under the care of an ophthalmologist and optometrist. Awaiting your response, yours, (B)(6).